Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Device received for this event is being corrected from fri plus step screwed 3.8/l 11 catalog # 32360441 to fri op-set impl d3,8/l11 catalog # 32450341. This is a follow up report for this corrected information.